Event description:
A bronchoscopy for a tumor biopsy was being performed. Tissue sample was obtained, and patient developed bleeding. Holmium laser was used to cauterize the bleeding of the tumor. Anesthesia decreased the oxygen to 21% and the laser was used. A spark/flame was noted, and sterile water was immediately flushed through the bronchoscope and bronchoscope was pulled out immediately.